Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd relion insulin syringe broke. The following information was provided by the initial reporter: that the thumb press broke from the plunger rod and was stuck inside of the plunger cap.

Event description:
It was reported that the bd relion insulin syringe broke. The following information was provided by the initial reporter: that the thumb press broke from the plunger rod and was stuck inside of the plunger cap.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-sep-2022 investigation summary customer returned a single 0.3ml syringe. The thumbpress had broken off from the bottom of the plunger rod. No other damage was observed. The fracture appears to have been caused by stress accidentally applied across the plunger rod at the thumbpress. A review of the device history record was completed for batch# 1298569. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the syringe¿s thumbpress breaking off. The root cause of the thumbpress breaking off appears to be high stresses across the base of the plunger rod.